Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy xd drug-eluting stent was successfully deployed. However, during withdrawal, the proximal shaft kinked and the white hub came off from the shaft. The device was removed, and the procedure was completed without further issues. No patient complications were reported, and the patient fully recovered.